Event description:
It was reported that during a ptca procedure, the guide catheter was advanced over another manufacturer's wire. While advancing the guide to the ostium of the sapheous vein graft the catheter kinked. Attempts to straighten the guide catheter were unsuccessful. At this point, the catheter separated. Following failed attempts to remove the catheter, surgical intervention was undertaken. The surgeon found a dissected, very calcified and tortuous illiac artery. Pt status is unknown.